Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back out of the coronary sinus (cs) and exhibited high pacing thresholds. Additional information indicated that the lead dislodgement was confirmed thru fluoroscopy. The lv lead was explanted and replaced. No additional adverse patient effects were reported.